Event description:
The device user stated that the display screen started to flicker while in flight. As the chopper had more vibration the flickering increased. The device was also reported to not be keeping accurate time. Note 1: this information was not available at the time of initial filing, but attempts will be made of acquire the patient identifier.